Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec-3890li. In the event reported, it was stated that the primary channel was resistance in the channel. The anomaly was discovered in the procedure room during use and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The device was returned to pentax for further evaluation on service order (B)(4) was inspected where the user narrative was confirmed. The inspection findings are as follows: primary operation channel resistance; insertion tube lump at stage 3; insertion tube lump at stage 2; insertion tube lump at stage 1; air/ water socket cylinder o-ring chipped; failed wet leak test; failed dry leak test; water nozzle glue missing; suction tube resistance; pve connector housing corroded; endoscope failed electrical safety test - plct; right/ left control knob markings faded; model plate mild discoloration; fluid invasion in pve connector; umbilical cable buckled under control body root brace; bending rubber pinhole; customer complaint confirmed; bending rubber leak at proximal side; up/ down control knob/ lever markings faded; shield cover corroded; air nozzle glue worn; mild moisture on pve electrical connector frame; pve electrical connector frame mild corrosion. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; operation channel adjusting collar; bending rubber; insertion flex tube; angle wire; rl pulley assy; ud pulley assy; suction channel lg. A review of the service history indicates the device was routinely serviced at a pentax facility. On 24-sep-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance for not working well of curve, 1 rework for stopper repainted and no concession. The nonconformance was reworked was completed, and the device completed manufacturing on 22apr2009 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.